Event description:
It was reported that patient presented with open pocket incision. It was noted that the device was exposed and visible. The entire pacemaker system was explanted as a result. Patient condition was stable before, during and after procedure.